Event description:
It was reported that the patient presented erectile disfunction. The inflatable penile prosthesis (ipp) was implanted on (B)(6) 2018 and worked until (B)(6) 2020, when the patient stated that he broke it, resulting in fluid loss. The patient began having right inguinal pain that is intermittent but intense. The patient can feel a right inguinal bulge. The reservoir has herniated. A surgical procedure will be performed on (B)(6) 2020 to removed and replaced the ipp.

Manufacturer narrative:
Related components of device system: model number/ catalog number: 720185-01, serial number: n/a, batch/ lot number: 1000086039, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient presented erectile disfunction. The inflatable penile prosthesis (ipp) was implanted on (B)(6) 2018 and worked until (B)(6) 2020 when the patient stated that he broke it, resulting in fluid loss. The patient began having right inguinal pain that is intermittent but intense. The patient can feel a right inguinal bulge. The reservoir has herniated. A surgical procedure will be performed on (B)(6) 2020 to removed and replaced the ipp.